Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead looked to be vertical and appeared to have dislodged at an earlier date. The lead was removed from service during a revision procedure for the associated right ventricular (rv) lead. No adverse patient effects were reported.